Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications nor injuries were reported.